Event description:
It was reported that the surgeon was performing a hip fracture procedure. Prior to the procedure, the scrub tech confirmed the lcp dhhs inserter guide is in two pieces. It is unknown when and how the instrument fell apart. Surgeon was able to apply pressure to hold the pieces together and used the lcp dhhs inserter guide to complete the procedure with no further problems, no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This complaint is indeterminate from a manufacturing standpoint according to the review of the DHR. The material of the inserter handle and guide sleeve were confirmed to be correct. Dimensionally the product was in specification. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).